Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had a poor technique.

Event description:
Customer complains of erratic results.customer states that feels well and requires no medical attention. The customer's expected blood result is 150-175mg/dl fasting. Verified the strips expire 11/23/2018. Customer confirms the strips have been properly stored and have been opened for less than 120 days.customer performed a back to back blood test and obtained 181mg/dl and 201mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:312, 271, 191. Customer complaining his meter is reading very erratic when he recently did three back-2-back blood tests;customer states that received a reading of 312mg/dl, then 5 minutes later received a reading of 271mg/dl, and 5 minutes later he received a reading of 191mg/dl. Customer is prescribed metformin but states he does not like taking it, as customer notices that his glucose levels become much higher on average when he is taking the metformin compared to when he is not taking it. Customer has been testing the glucose levels one week whentaking metformin and then the following week, testing the glucose levels without taking metformin to see if his physician would take him off of that prescription. Customer states the time and date in the meter was not set up correctly so the last 5 results do not reflect the actual last five tests ran with this meter, as well as the time and date are not provided.